Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet no longer powered on and showed a synchronization interruption in the health sight viewer. The field service engineer (fse) arrived onsite, and it was observed that the power supply fan was not turning despite proper voltage being confirmed at the outlet, cable, and ups to the pyxis main cabinet. The power supply was tested independently and found nonfunctional, and a replacement unit was also confirmed defective, prompting an urgent order. Further troubleshooting involved isolating the system by disconnecting communication cables, which restored normal light emitting diode activity, indicating a downstream issue. Sequential reconnection identified a short circuit originating from the second auxiliary cabinet (aux2). Drawer-level isolation pointed to faults with half height drawer 1 and matrix drawer 7; however, replacing the half height drawer did not resolve the issue. A faulty ribbon cable was suspected and replaced, but the problem persisted, confirming a failure in the bus relay board on aux2, and a part order was placed. As a workaround, a remote power interface was installed on aux2, restoring full light emitting diode activity and system communication. The system was powered on, all drawers across the main and auxiliary cabinets were verified for proper access and communication, and the cabinet was returned to full operational status. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cabinet became nonfunctional. The customer reported that the cabinet no longer powered on and that the healthsight viewer displayed the message "device with synchronization interruption." The backup battery and label printer both had power and were functioning, but the cabinet itself would not turn on. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cabinet became nonfunctional. The customer reported that the cabinet no longer powered on and that the healthsight viewer displayed the message "device with synchronization interruption." The backup battery and label printer both had power and were functioning, but the cabinet itself would not turn on. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cabinet became nonfunctional. The customer reported that the cabinet no longer powered on and that the healthsight viewer displayed the message "device with synchronization interruption." The backup battery and label printer both had power and were functioning, but the cabinet itself would not turn on. There were no delay or adverse events or injuries reported based on this event.